Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior correction fusion at upper thoracic spine due to scoliosis. Post-op, the right side rod broke on domino caudal side where the domino was connecting the connection part of domino. Patient complications were reported as unknown.